Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, infections, discharge, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery in 2006, due to vaginal mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethrolysis with vaginal reconstruction on (B)(6) 2006 for sling erosion. Patient also underwent exam under anesthesia on (B)(6) 2006 for dyspareunia and vaginal spotting. Patient also had urethrolysis with removal of tvt and anterior colporrhaphy on (B)(6) 2005 for sui, dyspareunia and erosion of tvt tape. Patient underwent resection of a small portion of tvt on (B)(6) 2005 for dyspareunia associated with migration of tvt through vaginal mucosa on the left side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with endometrial ablation, and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.